Event description:
It was reported that the patient's ins was never used. Once the patient left the hospital, he did nothing further with it, and stated that "it was a nuisance". The patient developed chronic back problems, and stated that his doctors would not help with the problems until the ins was removed. Information received from the hcp reported that there was no event. The patient had been happy with the percutaneous trial, and was less happy, but still improved, after the permanent implant. The patient was reprogrammed twice in 2006, and then the hcp did not hear from him until he wanted the ins removed in order to have a spine MRI. It was reported that there was no hospitalization.

Manufacturer narrative:
Product ID, 3889-28 lot# v004938 serial#, implanted: 2006 (B)(6), explanted: product type lead product ID, 3095-10 lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension product ID, 3031a lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient. (B)(4).